Manufacturer narrative:
During bench testing, test leads inserted and secured well into the header. The septa were removed for further investigation. The v set screw was found to have silicone in its hex cavity which prevented full insertion of the torque driver and may have prevented the set screw from fully tightening and securing the lead into the header. This can cause the reported high impedance measurements observed in the field. Device was tested using automated test equipment and was found to be normal.

Event description:
It was reported that during follow up, high impedance was observed on the rv lead due to a loose connection. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.